Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. No root cause could be determined as insufficient information was provided by the customer. There was no patient or user harm.

Event description:
The set value o2 (45%) slowly increases to 55% 60%. Alarm occur, see screen shots. What could cause this defect? The ventilator is still in use because of the pandemic. Please advise?